Manufacturer narrative:
The soft component of the up button is damaged and restricted handling of the pump is a possible implication. As result of the leaky soft components moisture may enter and caused damages to the electronic of the pump. The buttons were tested successfully and the functionality fulfills the product specification. The problem mentioned by the customer is related to careless handling of the product.

Event description:
Reporter stated the up button on the infusion device does not function and the protective rubber is defective. No physiological effects were reported. The infusion device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).